Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for this event. Reference report 3004485144-2016-00321.

Event description:
It was reported that the tip of the driver broke off in the closure top during surgery. The tip and closure top were removed from the patient. The procedure was completed with another closure top. There was no patient injury or surgical delay associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.